Manufacturer narrative:
Brand name: spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC. Device pro-code: ljs turbo-ject peripherally inserted central venous catheter. (B)(4). The event is currently under investigation.

Event description:
A PICC procedure was performed on the (B)(6) male patient and it was reported that two months after placement, the white lumen was leaking. A new PICC was placed and due to the patient's sluggish blood return and difficulty in flushing, the user administered tpa in the white port just after one week. No additional information was provided regarding patient outcome.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions and visual inspection of the returned device was conducted during the investigation. One used 4.0 fr catheter was returned for evaluation inspection of the returned device found the clear extension tubing is partially separated directly below the white luer locking hub. A small section of tubing remained inside the white luer locking hub. The tubing was not stretched or elongated. No other physical damage was noted. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined.. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.